Event description:
During an embolization procedure one of the coils intended for the gastric varices traveled up to the patient's lung. This is a risk of this procedure and can happen when performing the procedure. The interventional radiologist did, after finishing the embolization, attempt to retrieve the coil from the lungs but was unsuccessful. FDA safety report ID # (B)(4).